Event description:
It is reported by the patient that the device was implanted in 2007, and that post-op, the patient experienced pain and her surgeon recommended a revision procedure which is scheduled for 2009.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The devices were in vivo for approximately 1.5 years before the alleged event occurred. Also, no x-rays were returned for review. Surgical intervention is planned but, not yet scheduled. The patient height, weight, and activity level is unknown. Factors which may contribute to acetabular loosening pertaining to kinectiv modular neck and m/l taper stem may be one or a combination of the following mechanism: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, or patient activity. However, a definitive cause can not be conclusively determined. Eval - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.